Event description:
Spontaneous contact: pt reporting that both pumps are alarming for high pressure but it resolved when she used new tubing with new mix; pt thinks the problem was due to faulty tubing. Did the patient experienced any side effects or symptoms due to the defective product? No. Is the defective product is available for return? No. Lot number and expiration date of the defective product? Not available. Reported to (B)(6) by pt/caregiver.